Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen lcd. Customer's blood glucose level was unknown at time of incident. Customer was assisted with troubleshooting and the display did not return. The customer was advised that the insulin pump need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display, frozen screen or any alarms anomaly noted. All buttons functioning properly. No moisture/damage/ unlocked lcd keypad connector noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube, scratched reservoir tube window and stained address/serial number label.